Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2026 that an m31 air detected in cassette warning occurred fill 5 of 5. The patient was connected during incident, and fluid was not seen and the unused lines were clamped. The patient stated that before the call they had pressed the green ok to retry and the heater bag (hb) connection came loose. The fresenius ts assisted patient with canceling treatment (tx). Upon follow-up conducted on (b)(60 2026 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that they have not been made aware of the event, however, confirmed the patient has not reported or developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per the pdrn the patient is continuing treatment on the cycler at home per their knowledge. The pdrn stated the patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information about the reported event was requested; however, the pdrn was not able to provide it since they were not aware of the reported event. Additional information was requested, however to date has not been provided.